Event description:
During the procedure, a one hour delay occurred when two catheters could not be calibrated with the system. The error message "please adjust the calibration manually (cal-002)." Appeared. The procedure was completed without oct and the patient was stable. The system was repaired to resolve the issue.

Event description:
During the procedure, a one hour delay occurred when two catheters could not be calibrated with the system. The error message "please adjust the calibration manually (cal-002)." Appeared. The procedure was completed without oct and the patient was stable. The fiber contacts were cleaned and the issue was resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since no component was returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.